Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: two gore excluder aaa endoprosthesis contralateral leg components. (Lot#02988386 and lot#02874701) were also implanted.

Event description:
In 2004, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In 2007, it was reported that endotension had caused the patient's aneurysmal sac to enlarge. The physician plans to perform a reintervention.